Event description:
The service report shows during incoming evaluation, the high pressure alarm was alarming very high at the lowest setting(61.8 when set to 15). The nellcor puritan-bennett factory service technician verified the alarm operated properly. The npb fst technician reported that p7 and p12 on the interface pcb were adjusted to correct the malfunction at repair. During test and calibration it was noticed that the knob was mis-aligned which when set to 15, actually was 60 (one detent off on all settings). The technician repositioned the knob to line up correctly and recalibrated p7 and p12 on the interface pcb. The unit passed extended service final testing. No parts were replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.